Event description:
Daughter of home pt (hp) reports difficulty priming pt line of automated peritoneal dialysis set. Hp uses 2 12ft extension sets for pt end with homechoice set. New supplies were set up to complete therapy. Daughter reports no pt injury or med intervention as a result of incident.